Event description:
In 2005, the lay pt contacted lifescan alleging her one touch ultra meter was reading in the incorrect units of measurement. The pt obtained a result of 4.4 mmol/l (converts to 79 mg/dl) on the reported meter. She interpreted the result to be 44 mg/dl. She experienced a headache, stomachache, and diarrhea after use of the meter. She contacted her doctor and was advised to drink tea and eat a sandwich. She tested again and obtained a result of 8.9 mmol/l (converts to 160 mg/dl), which she interpreted it to be 89 mg/dl. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt was unable/unwilling to answer whether the meter had previously been set to the correct unit of measurement. The meter and control solution were replaced.